Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the plimit had adjusted itself automatically. "This occurred at a point/value (16) where it would no longer have been possible to provide adequate ¿full ventilation¿ to the patient." At that point, the patient was breathing spontaneously with little pinsp. No harm to the patient was reported.